Event description:
Procedure: hernia. According to the reporter: the nurse had trouble attaching mesh. It took 3 attempts. Once the device was opened in the pt, it was noticed that "a blue piece, about the size of a pinky finger" had detached from the device and was laying on the bowel. The piece was retrieved thru a 5mm port. The operating room staff noticed that the nurse had attached the mesh upside down with the collagen layer against the abdominal wall. The device, with mesh still attached, was removed from the pt's abdomen by carefully backing it out along with the trocar. Extracorporeally, the mesh was detached from the device, no problems noted. Used another pco mesh to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. A second piece of mesh was used to complete the case.

Manufacturer narrative:
(B)(4).